Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's updated final investigation. The device was returned to olympus for inspection, and the reported malfunction was not confirmed. However, it was found the unit was not turning on due to power supply failure. Based on the results of the investigation, it is presumed that the unit cannot be turned on due to a power fault. However, the cause of the power fault could not be determined. It is also presumed that the intermittent black screen is caused by a communication failure caused by a loose video connector socket. The root cause of the loose video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor's video connector socket became loose and had caused an intermittent lost video signal and displayed a black screen. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.